Event description:
It was reported that the biomed called to request a quote for the 2000 hours service for the arctic sun device saying they believed the circulation pump had failed. Nurse stated they were trying to initiate therapy, but device kept alerting no flow. They stated flow rate was 0lpm and device said therapy had stopped. All 4 arctic gel pads connected with lines straight. Mss walked through stop therapy, drain, disconnect, and reconnect using proper technique. Nurse started therapy and device read priming then went straight to alert and no flow. Nurse stated no water could be seen moving through connectors. The device would not start therapy. System diagnostics showed that outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 24c, chiller temperature (t4) was 2.6c, water flow rate was 0lpm, inlet pressure was 0psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater command was 0 percent, system hours were 1689.5 and pump hours were 1360.5. Nurse stated they had another device they could swap out. Mss advised to stop therapy and drain pads prior to attaching to new device. Nurse asked how to add water if needed on new device. Mss explained fill device process and advised to call back if any assistance needed with start up on new device. It was reported that no water present in chiller tank after autofill. The arctic sun device did not completely fill due to a failed mixing pump. It was noted that the installed test mixing pump during assessment to properly fill and cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called to request a quote for the 2000 hours service for the arctic sun device saying they believed the circulation pump had failed. Nurse stated they were trying to initiate therapy, but device kept alerting no flow. They stated flow rate was 0lpm and device said therapy had stopped. All 4 arctic gel pads connected with lines straight. Mss walked through stop therapy, drain, disconnect, and reconnect using proper technique. Nurse started therapy and device read priming then went straight to alert and no flow. Nurse stated no water could be seen moving through connectors. The device would not start therapy. System diagnostics showed that outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 24c, chiller temperature (t4) was 2.6c, water flow rate was 0lpm, inlet pressure was 0psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater command was 0 percent, system hours were 1689.5 and pump hours were 1360.5. Nurse stated they had another device they could swap out. Mss advised to stop therapy and drain pads prior to attaching to new device. Nurse asked how to add water if needed on new device. Mss explained fill device process and advised to call back if any assistance needed with start up on new device. It was reported that no water present in chiller tank after autofill. The arctic sun device did not completely fill due to a failed mixing pump. It was noted that the installed test mixing pump during assessment to properly fill and cool.